Event description:
I received an allergan 410 gummy bear breast implant post mastectomy on (B)(6) 2013 left breast only. Prior to the mastectomy, I was talked into receiving the implant because of low rate of complications, quick recovery time, and was told it might be my lifetime implant. I was talked out of receiving autologous or delayed procedure in lieu of this implant as being a 'safer' route. The drs had very high confidence in this device. However, I started noticing lumps in my implant in (B)(6) 2017. Saw plastic surgeon (dr (B)(6) - (B)(6)) in (B)(6) 2018, and he said the lumps are probably scar tissue, but wrote a script for an ultrasound. Beginning around the beginning of 2017, I had much pain around implant and had much joint pain and lymphedema in left arm/hand with other symptoms such as baker's cysts in both knees and fibromyalgia throughout body. I had other sudden ailments such as lockjaw and a twitch in my right eye. My eyes seemed to be very dry all the time. Ultrasound on (B)(6) 2018 showed probable rupture, but plastic surgeon did not believe the implant was ruptured due to the reputation of the implant. He wrote me a script for an MRI, but I was denied an MRI by the clinic because of possible metal in my head from brain surgery as an infant. The surgeon still did not want to perform surgery to determine a rupture and did not believe the ultrasound findings, but I was feeling progressively sick. I went to a different surgeon (dr (B)(6) at (B)(6)) who scheduled me a surgery for implant removed and capsulectomy on (B)(6) 2018 and the implant was severely ruptured. On the evening of (B)(6) 2018, I ran a high fever (103.5), had chills and pain in my sternum. I called an ambulance who took me to a local hosp. The ed said I had a heart rate of 145 and put drainage in surgical drain. Turned out I had sepsis. Then cellulitis at surgical site. Wbc was high and they administered antibiotics. I was transferred to (B)(6) for subsequent cleanout surgery and culture. Culture showed positive for staphylococcal aurea and was told it was caused by the surgery. Five days hospitalization and antibiotics, plus 2 weeks of oral f/u antibiotics; 25 days total of surgical drain, 6 weeks physical and driving restrictions. Prior to explant, I had arranged with (B)(6) pathology over the phone to mail the implant to my house. They even verified my mailing address. They agreed to mail it after a 14 day holding period, which was (B)(6) 2018. However, I was back in the hosp on (B)(6) 2018 because of staph. I called pathology after not receiving the implant and they said they had discarded the implant, regardless of the agreement to return the me via mail. Photos were taken in pathology and the pathology report verified rupture. I was able to retrieve the photos after much resilience from pathology.